Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified bubbles in the notch area next to the proximal electrode cable. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal electrode cable and inner conductor coil were fractured at approximately 60 to 63mm from the terminal end. It was noted that the electrode was slightly bent at the fracture site. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the conclusion code cause traced to device design was assigned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an elevated system impedance of 205 ohms that remains within range. Technical services (ts) was consulted, discussed in all four untreated events and one treated event with large railing noise with a high within range shock impedance measurement greater than 140 ohms. Ts discussed possible troubleshooting options. Subsequently this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an elevated system impedance of 205 ohms that remains within range. Technical services (ts) was consulted, discussed in all four untreated events and one treated event with large railing noise with a high within range shock impedance measurement greater than 140 ohms. Ts discussed possible troubleshooting options. Subsequently this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.